Event description:
The patient switched doctors. The patient didn¿t think that he was getting cancer pain relief. The new doctor thought it was a catheter issue, so replaced the pump and catheter. The drug in the pump at the time of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. For subsequent events see manufacturer¿s report # 3004209178-2015-00657.

Event description:
Additional information later received reported the patient transferred to a new hcp at the request of their oncologist because the pain management hcp said nothing more he could do. The pump was delivering dilaudid at 8.5mg/day and clonidine 700mcg/day. A failed side port aspiration resulted in a scheduled catheter revision and the hcp opted to replace the pump at the same time due to only 2 years from replacement. Weaning done. On revision day it was indicated the catheter had migrated out of the intrathecal space and had retracted 12cm from the midline incision. The new system was implanted and the patient was restarted at dilaudid 0.25mg/day. The patient has a functioning system and was getting great relief now.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709sc, lot# n183229001, implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information later received reported the patient¿s pump and catheter were replaced on (B)(6) 20014 and it was discovered the catheter had completely dislodged from the intrathecal space by at least 3 inches.

Manufacturer narrative:
(B)(4).